Manufacturer narrative:
The reported meter was returned and investigated with retained strips, a new issue was observed. Performed visual inspection on the returned meter and no issues were observed. The meter powered on with button, the meter did not power on with strip insertion. Meter was sent for further investigation and de-cased. Blood contamination was observed on the strip port. The complaint is not confirmed due to an user issue. No malfunction or product deficiency was identified.

Event description:
The customer reported that ¿3-4 months ago¿, he was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. The customer experienced symptoms described as ¿lightheadedness, blurry vision, somewhat disoriented¿ and was unable to self-treat. The customer further reported that around 11:00 am on (B)(6) 2019, a reading of 480 mg/dl was received on an unspecified meter and he self-presented at a va urgent care. The customer was diagnosed with hyperglycemia and he was administered with unspecified intravenous medication and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that ¿3-4 months ago¿, he was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. The customer experienced symptoms described as ¿lightheadedness, blurry vision, somewhat disoriented¿ and was unable to self-treat. The customer further reported that around 11:00 am on (B)(6) 2019, a reading of 480 mg/dl was received on an unspecified meter and he self-presented at a va urgent care. The customer was diagnosed with hyperglycemia and he was administered with unspecified intravenous medication and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) for the fs lite meter was reviewed. The DHR showed the fs lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported that ¿3-4 months ago¿, he was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. The customer experienced symptoms described as ¿lightheadedness, blurry vision, somewhat disoriented¿ and was unable to self-treat. The customer further reported that around 11:00 am on (B)(6)2019, a reading of 480 mg/dl was received on an unspecified meter and he self-presented at a va urgent care. The customer was diagnosed with hyperglycemia and he was administered with unspecified intravenous medication and no further treatment information was reported. There was no report of death or permanent injury associated with this event.